Manufacturer narrative:
The device was returned for eval. The results of the investigation are not available at the time of this report.

Event description:
The vent is reported as: the et tube would not deflate prior to intubation of a pt. The et tube was being pre-tested when the alleged failure occurred. No report of pt injury.